Event description:
Event description cpi received information that this implantable cardioverter defibrilaltor (ICD) was explanted because of erosion. The patient's chronic lead system was electively replaced. A new device and lead were implanted.